Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that this device exhibited out-of-range shock impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range. Investigation conclusion: intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. Technical services reviewed the data and recommended troubleshooting options. Additional information was received, stating that the patient received additional lead integrity testing. The physician decided to continue monitor the patient. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was received, stating that the patient received additional testing. The physician decided to continue monitor the patient. The device remains in service. No adverse patient effects were reported. Recently, ts was contacted as the shock impedance measurement had increased to 170 ohms. It was stated commanded shock testing was previously performed in 2021, which resulted in in-range shock impedance measurements (89 and 86 ohms). Ts recommended performing provocative maneuvers, diagnostic imaging, and shock testing to re-assess the system integrity and placement. Additionally, because the device is approaching the normal elective replacement indicator (eri), ts discussed potential rv lead intervention during the device replacement procedure. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was received, stating that the patient received additional testing. The physician decided to continue monitor the patient. The device remains in service. No adverse patient effects were reported. Recently, ts was contacted as the shock impedance measurement had increased to 170 ohms. It was stated commanded shock testing was previously performed in 2021, which resulted in in-range shock impedance measurements (89 and 86 ohms). Ts recommended performing provocative maneuvers, diagnostic imaging, and shock testing to re-assess the system integrity and placement. Additionally, because the device is approaching the normal elective replacement indicator (eri), ts discussed potential rv lead intervention during the device replacement procedure. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the data and recommended troubleshooting options. Additional information was received, stating that the patient received additional testing. The physician decided to continue monitor the patient. The device remains in service. No adverse patient effects were reported. Recently, ts was contacted as the shock impedance measurement had increased to 170 ohms. It was stated commanded shock testing was previously performed in 2021, which resulted in in-range shock impedance measurements (89 and 86 ohms). Ts recommended performing provocative maneuvers, diagnostic imaging, and shock testing to re-assess the system integrity and placement. Additionally, because the device is approaching the normal elective replacement indicator (eri), ts discussed potential rv lead intervention during the device replacement procedure. In 2023, the device and rv lead were explanted to resolve the event. The physician is planning to implant a subcutaneous implantable defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.